Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a g7 continuous glucose monitor (cgm) and a teflon infusion set placed on the abdomen, with the highest cgm value of 375 mg/dl and a confirmatory glucometer value of 417 mg/dl lasting approximately 45 minutes. The user reported eating a meal without announcing it, and education on allowing automated corrections was provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-management with device-driven correction and no alarms or hospitalization. Investigation included customer care troubleshooting and user education focused on missed meal announcement. Investigation of this case revealed no device malfunction, no alarm activity, and user-related use error consistent with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error related to inadequate input of meal information.

Manufacturer narrative:
Initial.